Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the b30 error due to a faulty connector, and the insertion section was scratched and dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed a b30 error. The issue was found during inspection prior to a tracheoscopy. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective scope connector by the following: conduction failure of circuit board inside scope connector due to moisture/water that invaded the subject device by the following. Stress, such as opening venting connector, was accidentally applied while the subject device was being underwater. Foreign material such as fragments of cleaning tool was caught in valve of the venting connector, which made the venting connector unclosed. When used with reprocessor, leak test air tube was broken/inadequately connected, or packing of reprocessor / leak test air tube was broken. Then, moisture which invaded the tube entered scope connector. Immersing device, to which sterilization cap was attached, in reprocessing liquid. Attaching connector cap of leak tester to wet venting connector. Attaching / detaching leak tester while the subject device was underwater. Failure of ccd unit and/or scope connector internal circuit board by the device handling below. Earth wire of system was not connected. Insertion/removal of scope connector while power of system was on. Dirt and/or fluid adhered to scope connector contacts. The event can be prevented by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: warnings and cautions: ¿do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety.¿ ¿turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ reprocessing manual: 1.4 precautions: ¿before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged.¿ reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage". If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.